Manufacturer narrative:
All buttons function properly, however moisture damage was found onkeypad traces. No button error alarm noted during testing. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 113 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.